Event description:
Customer stated "had the pad lay on him and smelled something like an electrical fire, saw sparks " product was returned for investigation. An investigation was done into the customers complaint, and the inspector found that the cord had a small burn spot by the strain relief. This is likely due to excessive flexing of the cord over an extended period to time. This product was manufactured in 2003, the product was approx 13 years and 5 months old when the incident occurred. The customer did not claim any injury. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.